Event description:
It was reported that a 500ml eva bag was identified with small particles floating in the solution after it was filled with pn using a 0.2um filter. The event occurred before use. There was no report of patient involvement, patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date that the event occured is unknown. The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. The unit arrived filled with total parenteral nutrition. Visual inspection revealed a very tiny white particle in the bag. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.